Manufacturer narrative:
D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry) claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's on (B)(6) 2023. Cataract observed. The lens was exchanged after cataract removed. Additional information has been requested but none has been forthcoming.